Event description:
It was reported that there was a concern of premature battery depletion for this cardiac resynchronization therapy pacemaker (crt-p). The physician decided to explant and replace this device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that there was a concern of premature battery depletion for this cardiac resynchronization therapy pacemaker (crt-p). The physician decided to explant and replace this device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, at our post market quality assurance laboratory. A thorough evaluation of the product was performed. Review of device memory confirmed, the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted. Which, isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported, that there was a concern of premature battery depletion. For this cardiac resynchronization therapy pacemaker (crt-p). The physician, decided to explant and replace this device. No additional adverse patient effects were reported.